Event description:
On (B)(6) 2012, baxter global pharmacovigilance (gpv) contacted corporate product surveillance to relay a report from a nurse. This report is of a patient that died while connected to the homechoice machine. The following information was reported. On (B)(6) 2012, the peritoneal dialysis registered nurse (pdrn) contacted global pharmacovigilance and the following information was reported. In (B)(6) 2012, the patient began peritoneal dialysis (pd) therapy, with 1500ml fill volumes for 5 cycles with no last fill. On an unknown date, the patient experienced joint pain. On (B)(6) 2012, the patient's mother contacted the hematologist regarding the issue of joint pain and had scheduled an appointment for the patient to see the hematologist the following day. The nurse believed the joint pain was possibly related to the patient's history of lupus. On (B)(6) 2012 at 7:00 am, the patient's mother woke up to find the patient had died and was still connected to the homechoice (hc) machine. The hc machine display read, "therapy complete." The nurse indicated that the patient had completed 8 days of pd therapy at the time of death. Cause of death was unknown. The family declined to have an autopsy performed. A death notification was not available at this time. Gpv provided the following additional information regarding the event. On (B)(6) 2012, the peritoneal dialysis (pd) nurse contacted baxter customer services and reported the patient died on (B)(6) 2012. Cause of death was unknown. The death was reportedly unrelated to dianeal therapy. On (B)(6) 2012, gpv contacted the peritoneal dialysis nurse. The nurse requested the death certificate from the family, but it was unclear if the family would provide the clinic with the death certificate and would follow-up with gpv if additional information becomes available. On (B)(6) 2012, product surveillance (ps) contacted the pdrn regarding the reported incident. The nurse reported that he has no indication for the cause of the death and is still waiting for the death certificate from the family and requested for product to call back tomorrow. On (B)(6) 2012, ps contacted the pdrn regarding the reported incident. The nurse has not been able to get a hold of the patient's family regarding the death certificate and stated he would call ps if he heard any further follow up for the cause of death.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, product surveillance spoke the peritoneal dialysis (pd) nurse. The following information was reported. The nurse stated the official cause of death on the death certificate was cardiac arrest secondary to cardiovascular disease and end stage renal disease. A death certificate was requested, but not available at this time. The nurse stated the patient's death was unrelated to the homechoice device, baxter products or pd therapy. The nurse stated the death was related to the patient's medical history. Evaluation summary: this reported condition was not confirmed and an assignable cause could not be determined. The device was returned for evaluation. A review of the devices logs revealed no failure or malfunction could have caused or contributed to the reported death however, an iipv event was found in the patients single cycle uf log that occurred during the therapy started on (B)(6) 2012 (this iipv event will be addressed in a separate medwatch). During evaluation, the device passed both the homechoice electrical test and the homechoice functional test. There was no failure or malfunction was identified that could have caused or contributed to the patient's death. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A review of the device service history revealed no issues that could have caused or contributed to the patient's death.

Manufacturer narrative:
(B)(4). It is unknown at this time, if the device is available for further evaluation. A follow-up report will be submitted if additional information becomes available.